Event description:
The report received from the (B)(4) study indicated that a patient experienced type c dissection and side branch occlusion following second plad stent placement at the time of index procedure; and mi approximately 28 months post index procedure. At the time of index procedure, the angiography revealed 95% stenosis in the mlad and 80% stenosis in the plad. The indication for the procedure was unstable angina pectoris. The 1st lesion treated was mlad described as 11mm in length, moderately calcified, class a, and de novo. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 2.0x12mm non-cordis balloon at 8atms and a 3.0x113mm cypher rx was implanted at 10atms. The 2nd lesion was plad described as 6mm in length, class a, moderately calcified, and de novo. The reference vessel was 3.5mm in diameter and had a possible thrombosis prior to the procedure. The lesion was treated with a 3.5x8mm cypher rx at 10atms. The stent was post-dilated with a 4.0x8mm balloon at 12atms. There was "type c dissection with staining following stent deployment and proximal stent struts was causing pinch of ostial lcx". It was unknown if any treatment given. The patient was discharged a day later. Approximately 28 months post index procedure, the patient experienced mi. It was unknown what treatment was given. The event was resolved without sequelae. The event was not related to the index procedure, but possibly related to the cypher stent and study drug in an investigator's opinion. No additional information has been obtained yet.

Event description:
Addendum: additional information received from the site indicated that the event of mi occurred in (B)(6) 2012 was medically managed. No intervention was given. This additional information does not change determination of previously reported events.

Manufacturer narrative:
Addendum and correction: additional information in the revised crf indicated that previously reported event of myocardial infarction originally occured on (B)(6) 2012 that was previously reported as (B)(6) 2012. This new information does not change any reportability/determination in this file. The event date has been corrected. This is one of two products involved with these adverse events in which associated manufacturer report numbers are 3003742446-2012-00502 and 3003742446-2012-00503.

Manufacturer narrative:
Concomitant medications included abciximab, ace inhibitors, aspirin, heparin, hmg coa reductase inhibitors, lisinopril, metoprolol, prasugrel, simvastatin, and synthroid. Additional information will be submitted within 30 days of initial report. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00502 and 3003742446-2012-00503.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4)study indicated that a patient experienced type c dissection and side branch occlusion following second plad stent placement at the time of index procedure; and mi approximately 28 months post index procedure. At the time of index procedure, the angiography revealed 95% stenosis in the mlad and 80% stenosis in the plad. The indication for the procedure was unstable angina pectoris. The 1st lesion treated was mlad described as 11mm in length, moderately calcified, class a, and de novo. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 2.0x12mm non-cordis balloon at 8atms and a 3.0x113mm cypher rx was implanted at 10atms. The 2nd lesion was plad described as 6mm in length, class a, moderately calcified, and de novo. The reference vessel was 3.5mm in diameter and had a possible thrombosis prior to the procedure. The lesion was treated with a 3.5x8mm cypher rx at 10atms. The stent was post-dilated with a 4.0x8mm balloon at 12atms. There was "type c dissection with staining following stent deployment and proximal stent struts was causing pinch of ostial lcx." It was unknown if any treatment given. The patient was discharged a day later. Approximately 28 months post index procedure, the patient experienced mi. It was unknown what treatment/intervention was given. The event was resolved without sequelae. The event was not related to the index procedure, but possibly related to the cypher stent and study drug in an investigator's opinion. No additional information has been obtained yet. Additional information received from the site indicated that the event of mi occurred in (b)(64) 2012 was medically managed. No intervention was given. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15080933 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. This is one of two products involved with these adverse events in which associated manufacturer report numbers are 3003742446-2012-00502 and 3003742446-2012-00503.

Manufacturer narrative:
Please note that previously reported event of mi ((B)(6) 2012) has been made a non-complaint based on the following additional information. Addendum (02/19/2013): additional information received through cec adjudication minutes indicated that on (B)(6) 2012 at 07:00 the patient developed chest pain associated with high blood pressure. On (B)(6) 2012 at 09:01, the ck was 263 (nl 294, ratio <1), the ckmb was 0.7 (nl 10, ratio <1) and the troponin was 1.21 (nl 0.01, ratio 121). On (B)(6) 2012 at 14:34, the ck was 323 (ratio 1.10), the ckmb was 14.2 (ratio 14.2) and the troponin was 6.17 (ratio 617). On (B)(6) 2012 at 21:18, the ck was 296 (ratio 1.01), the ckmb was 12.2 (ratio 1.22) and the troponin was 5.37 (ratio 537). The ECG core lab report is unavailable. The site provided ECG strips only for the event; 12-leads ECG tracings were requested, however, the site responded that the ECG strips are only tracings available from an outside facility. Repeat angiography on (B)(6) 2012 was performed, showing patent study stents in the lad with no significant disease in the vessel, no hemodynamically significant lesions in the cx, and a chronic total occlusion in the proximal rca, with a note that the vessel was filled from the pda up to the mid portion via left-to-right collaterals supplied by cx. No intervention was performed. The patient was treated medically and discharged on (B)(6) 2012 with diagnosis of a non-q wave, non-st elevation mi. Previously it was unknown where the target lesion was located. This is one of two products involved with these adverse events in which associated manufacturer report numbers are 3003742446-2012-00502 and 3003742446-2012-00503.